Manufacturer narrative:
(B)(4), results: (occlusion). Results and conclusion: (tight bifurcation).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was a tight bifurcation. It was reported that a post operative CT scan showed that the limb was occluded. The pt had good collateral support and is able to tolerate the mild claudication that was experienced. The pt has since been diagnosed with lung cancer (lymphoma) and has decided against reintervention (femoral-femoral bypass).